Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent tvh w/ bso due to pop. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent revision surgery on (B)(6) 2013 due to incontinence, rectocele and perineal rectocele by dr. (B)(6) at (B)(6) hospital-(B)(6). It was reported that the patient concurrently underwent tahbso.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.